Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that the patient said that they had been getting shocking off and on since they got the implant. Patient said that for the first 3 weeks nothing happened, but then one day they were not feeling any sensation and started to have more leaking. Patient turned stim up a little bit but did not take the programmer with them to church and had a horrible experience, patient said their body went into spasm and they could not stand or walk. Patient ended up going to the hospital because their daughter thought they had a spinal stroke but they did not, they were just being shocked by the device. At the hospital they did an MRI and cat scan with the device still operating. Since then the shocking has been random, patient can go a week or two with no shocking and then all of a sudden they get a real good shock. Patient had turned stim down and moved to another program but the shocking continued even when they turned it down. The shocking on program 4 was horrendous so patient moved to program 5. Patient was still getting shocks on program 5. Reviewed option for turning ins off or changing programs, patient declined wanting to do any adjusting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Email was sent to field staff to notify them of the issue.